Manufacturer narrative:
Manufacturers ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k233680. Investigation was completed on 05mar2026. The event is now considered reportable under FDA 21 cfr part 803 as it meets the criteria for product malfunction. Summary of investigational findings: during attempted celect-pt filter placement via a popliteal approach, the filter would not advance or retract from the deployment sheath. After several attempts the system was removed and replaced. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A video was returned for evaluation. The video was reviewed by clinical personnel and the following was determined: a single poor quality fluoroscopic video was submitted for review. This demonstrates an ivc filter loaded into the deployment sheath via a popliteal approach. The operator is attempting to remove the ivc filter from the deployment sheath but appears to be encountering resistance at the flow valve of the sheath. Although the resolution is poor and the secondary legs are not clearly visualized, it appears the secondary filter legs are getting hung up on the flow valve resulting in the inability to remove the ivc filter. The operator then attempts to advance the ivc filter into the patient. The deployment sheath end external to the patient is very mobile, suggesting it has not been advanced entirely to the hub in the patient. Where the sheath appears to enter the patient is where the filter does not advance past when trying to advance the filter into the patient. Although not appreciated, because of the poor image quality, it is presumed there is a tight bend or kink of the deployment sheath at this location. Given the rigidity of the collapsed ivc filter, when it encounters this kink, it does not pass through this location but rather inhibits the passage of the filter through this area. In addition, the force used to attempt to remove the ivc filter could result in derangement of the secondary filter arms, only contributing to the resistance of forward advancement of the ivc filter. The entire system was removed avoiding any further issues with this filter. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is evidence to suggest that the user did not follow the instructions for use and/or label. The filter was loaded into the deployment sheath via a popliteal approach, but the product is intended for percutaneous placement via a femoral or jugular vein. A definitive cause could not be determined from the investigation. Possible causes may include the filter placement via popliteal approach. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter was placed in the anatomical position that had been determined. Once it was inserted into the patient's body for placement, the select platinum preloaded filter became stuck. It would neither advance nor retract. Several attempts were made to remove the filter, and in the end, the entire system was removed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.